Event description:
It was reported that the user experienced high blood glucose with a reported value of 400 mg/dl while attempting to use new teflon infusion sets with the ilet, as the infusion set did not insert properly due to uncertainty about correct use, and later achieved proper insertion after reviewing provided video and picture guides; the device component involved was the cannula. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact, with a delay to treatment or therapy until proper insertion was achieved and glucose levels trended down without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method during infusion set insertion involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.